Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a celebrity pulmonary cytology brush was used during a procedure on an unknown date. According to the complainant, during the procedure, after two passes of opening and closing, the sheath of the brush got broken. The wire popped out of the sheath from the top and they had to strip the sheath to get the brush out for the samples. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.